Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that during use of the extension set leaked blood. The leaking is occurring at the connection of the luer ending of the extension set and the patient's catheter hub. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Ten (10) used samples with no packaging were returned for evaluation. All ten samples were tested for leakage per specification and 3 of the 10 failed. Leakage was observed at the distal connector. The iso luer/taper testes was performed and the same 3 of 10 failed. The reported defect of leakage was confirmed through functional testing. Incidents of this nature are attributed to operator oversight during the manual assembly of the product. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. All available information regarding this occurrence has been forwarded to our material review broad (mrb) business unit leaders and all personnel involved in the manufacturing and inspection of this product in order to heighten awareness. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.